Event description:
The lay user/patient called lifescan (lfs) in february 2006, and alleged that his meter was prompting an apply sample message. The medical affairs specialist attempted to obtain follow-up info from the lfs rep. A letter was mailed to the pt in february 2006, since the user could not be reached by telephone for further clarification. The pt was travelling at the time of the event. He was using his induo meter and attempted to perform a blood glucose test on the device. He was not able to obtain a blood glucose result due to the apply sample issue. He stated that he misjudged his insulin dosage, which led to a "reaction." The pt reported that he "overcompensated" his insulin. No further info was available about the event. It would have been helpful to know what the pt's result was prior to taking his insulin, the amount of insulin he took, the length of time between the insulin dosage and the "reaction," the treatment, received, if any, and the date of the event. This complaint is being reported, as the pt was unable to test on his meter. He states that he subsequently had a reaction to the amount of insulin that he took, although we do not know if it was a high or low blood glucose reaction. A replacement meter was sent to the pt.